Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(unmark company representative and mark health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the following causes was possible for the error code e006: ¿ an increase in tissue on the electrode. ¿ increased transfer resistance by incorrectly plugged contacts on the working element or the connection cable. ¿ increased transfer resistance due to defective contacts on the working element or the connection cable. ¿ the instrument is in a gas bubble at activation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error codes e006 and e140. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.